Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to loss of consciousness on (B)(6) 2021. Blood glucose at the time of event was unknown. The customer did not experience any symptoms. Customer stated hospitalized due to fell on floor. Customer stated antibiotics given as treatment. The insulin pump will not be returned for analysis.